Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. B60761-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia. Denies any pain. Concurrent conditions included dysfunctional uterine bleeding, menometrorrhagia, polycystic ovaries, menstrual disorder, tobacco use disorder and obesity. Concomitant products included norethisterone (norethindrone). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced polymenorrhoea ("2 to 3 periods a month which last 5 to 8 days"), coital bleeding ("bleeding every time had sex"), allergy to metals ("nickel allergy"), adnexa uteri pain ("ovarian pain"), uterine pain ("uterine pain"), loss of libido ("loss of libido/ sensation") and mood altered ("mood changes"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, alopecia, loss of libido and mood altered had resolved and the polymenorrhoea, coital bleeding, allergy to metals, dysmenorrhoea, fatigue, adnexa uteri pain and uterine pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, coital bleeding, depression, dysmenorrhoea, fatigue, loss of libido, menorrhagia, mood altered, pelvic pain, polymenorrhoea, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results: in (B)(6) 2014: essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 to 3 periods a month which last 5 to 8 days") and coital bleeding ("bleeding every time had sex"). The patient was treated with surgery to remove essure on (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, polymenorrhoea and coital bleeding outcome was unknown. The reporter considered coital bleeding, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: need for additional surgery. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-jun-2018: case (B)(4) (MFR number 2951250-2017-09869 was identified as a duplicate of this case ad will be deleted from bayer database. All information was transferred to this remaining case - reporters, event 2 to 3 periods a month which last 5 to 8 days and bleeding every time had sex added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. B60761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia. Denies any pain. Concurrent conditions included dysfunctional uterine bleeding, menometrorrhagia, polycystic ovaries, menstrual disorder, tobacco use disorder and obesity. Concomitant products included norethisterone (norethindrone). On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In april 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced polymenorrhoea ("2 to 3 periods a month which last 5 to 8 days"), coital bleeding ("bleeding every time had sex"), allergy to metals ("nickel allergy"), adnexa uteri pain ("ovarian pain"), uterine pain ("uterine pain"), loss of libido ("loss of libido/ sensation") and mood altered ("mood changes"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on(B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, alopecia, loss of libido and mood altered had resolved and the polymenorrhoea, coital bleeding, allergy to metals, dysmenorrhoea, fatigue, adnexa uteri pain and uterine pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, coital bleeding, depression, dysmenorrhoea, fatigue, loss of libido, menorrhagia, mood altered, pelvic pain, polymenorrhoea, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery diagnostic results: sep2014: essure confirmation test : total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, nickel allergy, dysmenorrhea (cramping), fatigue, hair loss, ovarian pain, uterine pain, mood changes, loss of libido/sensation were added. New reporter, lot number, patient information, concomitant condition, historical condition, concomitant medication, patient notes and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("two coiled metal devices embedded in two corners of the uterus") and pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. B60761-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia. Denies any pain. Previously administered products included for an unreported indication: metformin and flexeril. Concurrent conditions included dysfunctional uterine bleeding, menometrorrhagia, polycystic ovaries, menstrual disorder, tobacco use disorder, obesity, hyperlipidemia, polycystic ovarian syndrome, cervicitis cystic, uterine cervical squamous metaplasia and paratubal cyst. Concomitant products included ferrous sulfate, norethisterone (norethindrone) and norethisterone acetate (norethindrone acetate). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), polymenorrhoea ("2 to 3 periods a month which last 5 to 8 days"), coital bleeding ("bleeding every time had sex"), allergy to metals ("nickel allergy"), adnexa uteri pain ("ovarian pain"), uterine pain ("uterine pain"), loss of libido ("loss of libido/ sensation") and mood altered ("mood changes"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2015) and surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, polymenorrhoea, coital bleeding, allergy to metals, dysmenorrhoea, fatigue, adnexa uteri pain and uterine pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, depression, alopecia, loss of libido and mood altered had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered adnexa uteri pain, allergy to metals, alopecia, coital bleeding, depression, dysmenorrhoea, fatigue, loss of libido, menorrhagia, mood altered, pelvic pain, polymenorrhoea, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (B)(6) 2014: essure confirmation test : total bilateral occlusion transvaginal ultrasound, transabdominal pelvic ultrasound: left ovarian complex irregular simple cyst, probably dysfunctional follicle although other neoplasia cannot be rule out. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs and mr received: event embedded device added. Reporters added. Plaintiff ethnicity added. Concomitant and historical drugs added. Concomitant disease added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.